Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, high, out of range, high voltage lead impedance was observed. It was discussed that high impedance could be due to a dry pocket and that physician can continue to monitor. No patient symptoms were reported. Patient will continue to be monitored.